Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced.

Manufacturer narrative:
The reported event was "atrial lead dislodgement". As received, the lead was returned in its original packaging box for analysis. Visual inspection found the returned lead packaging box was undamaged. The quality assurance seal label was intact and undamaged.